Manufacturer narrative:
The balloon of a 6mm x 4cm 135 powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter (bc) burst in the superficial femoral artery (sfa) and could not be operated. There was no reported patient injury. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile powerflex pro 6mm x 4cm 135 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon appears to have been previously inflated. The unit was thoroughly inspected at naked eye and no other anomalies were observed. Per functional analysis, balloon inflation test was performed. The balloon was inflated as expected, neither a leakage nor a burst was observed on the balloon. A product history record (phr) review of lot 17724342 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed by analysis of the returned device. The exact cause of the reported event could not be confirmed. The device performed as intended during functional analysis and therefore the reported event could not be confirmed. With the limited amount of information provided regarding procedural factors and vessel characteristics, it is difficult to draw a clinical conclusion between the device and the event reported. However, it is likely procedural factors and handling of the device contributed to the event reported by the customer. According to the instructions for use, which is not intended as a mitigation of risk, ¿1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6mmx4cm 135 powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter (bc) burst in the superficial femoral artery (sfa) and could not be operated. There was no reported patient injury. The device will be returned for evaluation.